Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) via a manufacturer representative reported that during placement of the lead for implantation, the stylet was replaced several times. The green-blue stylet, the bent white stylet, and the bent green stylet were used, and then the white blue stylet was used. The last white and blue stylet could not be inserted completed and considering that the particular stylet might have a problem or anomaly, the initial green-blue stylet was used again, but it also could not be inserted. The manufacturer representative suggested to use the revision kit, but a new lead was opened for replacement to avoid an adverse effect of an internal problem of the lead. Exchanging the stylets was done smoothly, the procedure proceeded to the next step, and subsequently the surgery was completed without any further problem. Ultimately, the operation went well and the patient was not hurt. The spare lead worked, so there was no problem. There were no health hazards to the patient and the operation was completed without resulting in health damage to the patient, thus there might be no particular problems. The target disease for the patient was failed back surgery syndrome (fbss).

Manufacturer narrative:
Device analysis for lead (B)(4) revealed no anomaly found. Device analysis for the unknown stylet revealed the wire was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.